Event description:
It was reported via repair work order that there was a damaged weld at patient latching spindle, that resulted in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.